Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the failure to power on. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would not power on ac or dc source. There was no patient use associated with the event.